Event description:
It was reported that when the doctor performed testing, there was a leak in the valve.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at time of MFR.